Event description:
Boston scientific received info that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted due to infection. No add'l adverse pt effects were reported.

Manufacturer narrative:
As no further info concerning this report is expected , our investigation is complete. This investigation will be updated should further info be provided.